Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 924256, lot# 082232716a, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for unknown deep brain stimulation (dbs) therapy. It was reported that the burr hole cover would not close. The physician tried multiple times before using a new burr hole cover. The issue was resolved at the time of this report. No indication of patient harm. No further complications were reported.

Manufacturer narrative:
Analysis of the stimloc cover (serial no. Unknown) found no anomaly. (B)(4).

Manufacturer narrative:
The previously submitted report indicated the stimloc cover serial/lot number was unknown. This was submitted in error; the lot number for this device as previously reported is 082232716a. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative inquired about how to return the device that wasn't functioning appropriately for analysis. Instructions were provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.